Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the ipg was explanted and a new ipg was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was at end of life and the ipg was inoperable. It is estimated that the patient lost therapy few weeks ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.